Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door was failing intermittently. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 3 had failed repeatedly. The field service engineer (fse) removed the center column from the tower and disconnected the latch harness from the door and controller board. The fse cleaned the connector and reconnected the harness. Assisted pharmacist in covering all four doors. The fse finally confirmed with the pharmacist that the tower door 3 was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door was failing intermittently. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.